Manufacturer narrative:
Unit alarmed motor error during the rewind due to corroded motor home switch. No traces of moisture noted at electronic assembly per visual inspection. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a motor error alarm. It was also reported that reservoir leaked into reservoir compartment causing moisture damage. Customer's blood glucose was not reported.